Event description:
It was reported that a system error (se) 2240 (air in set) alarm during dwell two on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated a supply bag became loose and fell. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette. Should additional relevant information become available, a supplemental report will be submitted.